Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
Cti line was ablated with farawave 2.0 31 mm. During the middle of the cti ablation, physician noticed that the patient had significant st elevation. Another bolus of nitroglycerin was given to the patient and all pfa delivery was paused. Patient took about 10 minutes to return to baseline. Physician completed cti line and completed the procedure without any future complications. The device was disposed.